Manufacturer narrative:
The customer reported the texium connection was leaking was connected to another set, and returned an unopened, representative sample of material 20350et, lot 24079037. Upon initial visual examination, the set had no defects or abnormalities. The set was tested at 30 psi for ten minutes, but no leak was observed. The complaint was not verified, but the root cause is related to an issue with texium. A device history record review was performed. There was a quality notification issued for the failure mode, associated with the same issue as explained below with the texium. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd the following information was received by the initial reporter with the following. I have representative samples, in package, not the ones involved with the patient. I met with xxxx and her staff-- while being on site and looking at texium, how things occurred with recent pir's (2 weeks ago) the nurse noticed her gloved being wet--looked like the med (not hazardous) was "seeping" where the texium connection (binded to the 203050et filter set ) to the 2000e smartsite---stand alone smart site attached to a female luer of a port access needle. 6-7 infusions occurring on other patients some with multiple texium in use.